Event description:
It was found that the retaining post was missing due to a missing screw and as a result, the cot could not be locked into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.